Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that an increase in threshold was observed. The lead was replaced. During the explant, the lead tip broke off and was stuck in the vena cava superior. The patient was then transferred to another hospital for remainder of lead extraction.